Event description:
The pt was admitted to the hosp for removal of painful bilateral breast implants and capsulectomies secondary to grade 4 breast implant capsules bilaterally and left breast intracapsular hematoma. These breast implants had been placed 32 yrs ago. The MFR is unk. At the time of the pt's mammogram 8 mos ago she had significant pain and she heard a pop noise. After this she had breast swelling especially the left side. At the time of surgery it was noted that the left breast implant was ruptured and that there was a large old hematoma within the capsule as well. The entire right side capsule of the implant was removed and it was not opened at the time of surgery. Pathology noted that the right breast implant was covered with sticky stringy viscus gelatinous material consistent with pre-existing capsular rupture. The pt authorized the hosp to dispose of her surgically removed bilateral breast implants.